Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor reading was a half-liter higher than the actual reading. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. It was noticed that there was a large discrepancy or difference in flow between the roller pump flow reading and the expected reading on the actual flow sensor they use on the system. The team decided to grab one of their older flow sensors and test it against the one on the system and it was a difference in approximately 500 milliliters per minute (ml/min), with the older one being very close to the expected roller pump output. The date of the actual occurrence is not known, but once the situation was noticed, the complaint was called in and the field service representative (fsr) exchanged the flow sensor. This flow sensor was used on bypass on the cases prior to the team noticing the difference. There was no harm to patients, there was no blood loss and no associated delay in the surgical procedures.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed the flow meter module and the flow sensor to function as intended throughout the evaluation.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the log only goes back to 21-aug-2019. The sensor was coupled to the tube several times on 30-aug-2019 and 03-sep-2019. There is no way to tell from the log if the flow measurement is accurate. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.